Event description:
The healthcare facility was initiating a program to routinely culture their endoscopes. The initial sampling resulted in three endoscopes with positive cultures. Organisms were identified as enterococcus and staphylococcus species. The facility staff indicated that just prior to the positive cultures that their automated endoscope reprocessor (aer) was not working properly and they suspected that this problem was on-going. There were no confirmed cases of patient infection or illness associated with this phenomenon.